Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) advised the customer to contact the pharmacy to obtain the required keys. The tss observed that no further communication was received from the customer after providing this guidance. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the device experienced a power outage, and the customer reported inability to access medication due to the outage.there were no delay and adverse events or injuries reported based on this event.